Manufacturer narrative:
Covidien service engineer visited the customer facility and performed an injector eval. Injector functions tested and verified for different flow rates and pressure limits. Injector system passed all verification testing. Returned to full service by the customer. The covidien (B) (4) office has confirmed this was a user error as described: the incidence exam between two radiographers, and it was not noticed the warning given by the injector to check the tubing disconnected before retracting the rams. The customer was given refresher training on the injector as a corrective action.

Event description:
Customer reports, post procedure, staff retracted the injector ram with a blocked line. The faceplate was unlocked. Due to the vacuum built up in the prefilled syringe, when the injector faceplate locking device released the syringe plunger button, the syringe launched and hit the employee above the eye. Covidien (B) (4) provides additional info. Confirmed the radiographer is doing fine. She did receive some stitches to her eyebrow on the day of the incidence. The wound is healing well and she has no other complaints.